Event description:
A customer contacted beckman coulter (bec) to report false low sodium (na) results generated by a unicel dxc 600 synchron clinical system for 30 patient samples. The results were reported outside of the laboratory. When routine qc recovered low, samples were rerun after the system was recalibrated and reports were amended. There was no injury or affect to patient treatment in connection with this event.

Manufacturer narrative:
Qc prior to the event was within laboratory's established ranges. Qc after the event was out of range low. A field service engineer (fse) was dispatched to the customer site. Fse replaced both the na measuring and reference electrodes and verified instrument performance. The issue was resolved. The cause of this event is attributed to the na measuring and/or reference electrode.